Manufacturer narrative:
Product investigation evaluation: returned product consisted of a ams inflatable penile prosthesis. Testing was performed and found that cylinder 2 had a leak in the cylinder body and broken fabric. There was input tube sleeve wear and avulsion. There were no leaks in the pump, reservoir and cylinder 1. The reported fluid leak was confirmed. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient started experiencing inflation issues approximately 3 months ago, however no root cause was identified by the physician. A replacement surgery was performed. The patient did not experience any further adverse events and was said to be currently in recovering. No more information available at the moment. Should additional information become available, it will be provided. Additional information was received in which patient dissatisfaction and fluid loss were noted as reason for inflatable penile prosthesis (ipp) malfunction. No more information available at the moment. Should additional information become available, it will be provided. Product investigation was completed. During testing a leak was found in the cylinder body and broken fabric was also noted. There was input tube sleeve wear and avulsion. There were no leaks in the pump and, reservoir. No more information available at the moment. Should additional information become available, it will be provided.

Event description:
It was reported that the patient started experiencing inflation issues approximately 3 months ago, however no root cause was identified by the physician. A replacement surgery was performed. The patient did not experience any further adverse events and was said to be currently in recovering. No more information available at the moment. Should additional information become available, it will be provided. Additional information was received in which patient dissatisfaction and fluid loss were noted as reason for inflatable penile prosthesis (ipp) malfunction. No more information available at the moment. Should additional information become available, it will be provided.